Event description:
It was reported that the pump battery was unresponsive and the customer could no longer turn the pump on. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.